Event description:
It was reported that on the screen capture from xio, when viewed in either acrobat reader or mosaiq, the minus sign of the number switches back and forth when changing the zoom level. So far, this incident is seen only on xio screen captures. There was no patient involved at the time of the event. No further information was reported.